Manufacturer narrative:
(B)(4). Concomitant medical products: stent: xience v 3.5 x 28 and 3.5 x 15, other: clopidogrel, aspirin. (B)(4): indication for use and no pre-dilatation. There was no reported product deficiency. The reported death and myocardial infarction are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting procedures. It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25 mm to 4.25 mm. Additionally, the IFU also states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effect(s) that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v direct stenting procedure in restenosed previously stented lesions in the mid left anterior descending artery with one 2.75 x 18 mm stent and a staged procedure on (B)(6) 2008 in the mid right coronary artery (rca) with one 3.5 x 28 mm stent and in the proximal rca with one 3.5 x 15 mm stent. On (B)(6) 2010, the patient was hospitalized with a non-st elevation myocardial infarction (mi). The patient's cardiac troponin level was elevated, the ECG showed non-st elevation mi, depressed ejection fraction on echocardiogram and elevated b-type natriuretic peptide test with systolic congestive heart failure. The patient had a pre-existing congestive heart failure with an ejection fraction of 40% at index procedure. There was no cardiac catheterization performed at the time and the patient was treated with medication. The patient's condition resolved and the patient was discharged on (B)(6) 2010. Approximately one year later, on (B)(6) 2011, the patient had difficulty breathing and emergency services were called. Oxygen was applied and cardiopulmonary resuscitation was initiated but patient subsequently expired. The death certificate indicates the cause of death as a myocardial infarction. There was no additional information provided.